Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately mid (B)(6) 2018, the patient hit his implanted side against a steel fence. Hearing performance with the device has been affected. Re-implantation is scheduled.

Manufacturer narrative:
Conclusions: the device investigations confirmed that the device has failed due to an external impact to the active electrode. The problems given in the recipient report appear to match the damage found.this is a final report.

Event description:
Approximately in (B)(6) 2018, the recipient hit the implanted side against a steel fence. Hearing performance with the device has been affected. The recipient was re-implanted.